Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 2 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted significant fracture surface smearing. Microscopic examination of the undamaged portion of the fracture surface identified gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation but x-ray were reviewed. X-ray review: "post op x-rays from l5-s1 posterior spinal stabilization of an (B)(6) year old patient with spondylolisthesis show a fracture of one of the s1 screws. Fusion status is unknown but suspect failure of fusion/poor bone quality in this overweight and elderly patient as a contributing factor." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient with pre-operative diagnosis of spondylolisthesis l5-s1 with spondylarthrosis underwent an unspecified spinal procedure at l5-s1. On an unknown date, post-op, the screw was found broken. Patient had pseudoarthrosis and back pain as a result of which this patient underwent an additional surgery to replace the broken screw and implant a cage. No fragments of the broken screw remained in patient. After revision surgery patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.